Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced bent cannula twice. On (B)(6) 2021 and (B)(6) 2021, the patient was admitted in the emergency room for four days respectively. And at both the incidents, the patient was admitted in the intensive care unit. The infusion set was used for three days. During hospitalization the patient was administered fluids of saline, insulin and some unspecified drug (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2021 and (B)(6) 2021, the patient was released from the hospital respectively with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.